Event description:
Per dealer called in and stated that the left hand rim is split completely in half. Dealer states he is not aware of what may have caused the issue. Dealer stated there were no injuries pertaining to the incident.